Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he/she was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer treated the high blood glucose but would not come down. The customer had to stop at emergency room on the way home due to high blood glucose. The customer mentioned that she is still in the hospital and already change out her site. The customer was disconnected before we can pull up the account and troubleshoot.